Manufacturer narrative:
The mentor failure analysis lab has received the suspect medical device. Upon receipt of the device, it was discovered that the device was manufactured in leiden, netherlands. The leiden breast implants that are manufactured and distributed under the mentor brand but are not approved for import into the united states do not meet the criteria for MDR reporting as a same or similar device to a device that is marketed in the united states. Specifically, the devices differ in manufacturing processes and device specifications. Therefore, mentor will discontinue further reporting of this event. Section d. Suspect medical device: added device information as per receipt of the device. Block g2 - manufacturer contact phone number: (B)(4). Block g1 - manufacturer site fax: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsulectomy. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast augmentation with 450cc mentor memorygel breast implant has experienced postoperative rupture of implant on an unknown side. Rupture was discovered during capsulectomy surgery. No further details were provided. If additional information is received, a supplemental report will be submitted as applicable.